Event description:
It was reported that the coil cap of an lv 2 infusor was separated from the housing. This occurred while the reporter was opening the product packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture dates: september 5, 2012 - september 6, 2012. The device was returned and is currently in the process of being evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.